Event description:
On (B)(6) /2013 the distributor contacted animas alleging that the pump dispensed insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/15/2013 with the following findings: a review of the black box showed that loss of cartridge detection had occurred, which could not be duplicated during investigation. The force sensor calibration was found to be within specifications. The pump cover was removed and investigation revealed a broken solder joint on the force sensor assembly, resulting in an intermittent connection.